Event description:
Information was received from a healthcare professional (hcp) regarding implantable infusion pumps on (B)(6) 2017. It was reported that there were several instances of the pump not working properly. No dates or patient information or further details could be provided as they were not available. It was noted that the clinic currently had 50 pump patients and that they had been doing pumps for about 20 years. It was stated that the clinic used to do rotor studies, but no longer did them. No complications were reported.